Manufacturer narrative:
Additional, changed, and/ or corrected data: b5, b6, d6b, g1, g2, h6.

Event description:
Patient reported left side rupture and exchange from textured to smooth implants due to the patients concerns with the product. Healthcare professional confirmed the rupture and exchange from textured to smooth implant due to the patient's concern with the product. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side "rupture" and "exchange from textured to smooth implant due to concern with the product. Device remains implanted.